Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was attempting to load a cartridge, the pump touch screen was unresponsive. Customer's blood glucose level was 124 mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.